Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer was unable to flush the central lumen and there was a loss of aline tracing. The console was working and triggering off ECG. Physician at the bedside and agreed to place a separate aline for pressure. There was no reported injury to the patient.